Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The customer received remote assistance from technical support. The customer was advised to replaced the overlay to resolve this issue. The customer biomed replaced the overlay to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported during service the device the alarm light emitting diode (led) failed. There was no patient involvement.